Manufacturer narrative:
Beginning (B)(6) 2012, united states and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/23/2010 and was last repaired on (B)(4) 2012 for preventative maintenance. Evaluation of the device observed that the right end of the roller was worn and the roller gear had galled gear teeth and wear to the comb. It was observed that the latching pins and ball detents were missing, and the device had two holes drilled in the rear cross member as well as six holes drilled into the bottom at the carrier guide block. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb and missing latching pins. The comb, roller gear and roller were replaced during the previous repair one year ago. Improper handling by the user most likely caused the damage to the roller gear and comb. Additionally, improper handling was most likely the cause for the missing latching pins, ball detent and set screws. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a bent comb and worn gears. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.